Event description:
It was reported by the dealer that the cross brace snapped where it crosses down to the bottom left by were the serial number is. No patient injury alleged, no additional information provided.